Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion. The target lesion was predilated with an unspecified balloon catheter. The 3.0 x 24mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The procedure was completed with a bare metal non bsc stent. No patient complications were reported and the patient's status is good. However, device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). A visual and microscopic examination found that the stent was damaged at the proximal end. One strut from most proximal row was lifted up, and some struts on row one and two were misaligned. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).